Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and separated stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy, preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. However, this could not be confirmed. The stent separation was the result of removing the self expanding stent system with the partially deployed and apposed stent to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous right external iliac artery. An 8x120mm absolute pro ll self-expanding stent system (sess) was deploying the stent when the thumbwheel stopped working, so the stent was only partially deployed. The sess was removed, but a portion of the stent separated and remained in the anatomy. A new 8x100mm absolute pro stent was used to successfully complete the procedure. The final patient outcome was good, and there was no clinically significant delay in the procedure. No additional information was provided.